Manufacturer narrative:
Result - red release handle.

Event description:
It is reported that the red release lever is malfunctioning. It was observed by out customer, that the cot collapsed a few stages down. There was no reported pt involvement or adverse consequences.